Manufacturer narrative:
No further event details could be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device did not work correctly and had it explanted on an unknown date. No further information was made available to the manufacturer.